Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 (mg/dl). An injection of glucagon was administered to address low bg levels. Reportedly, the customer ate dinner later than expected. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
"Required intervention" to replace "serious injury".